Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator door was not opening. A field service engineer called the pharmacy to gather more information and assisted to provide a solution, the customer confirmed the issue had been resolved. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es helmer fridge door was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.